Event description:
The laser system has the following problem: "pop during use, laser restarted, no energy after restart". No adverse effects to pt were reported.

Manufacturer narrative:
The problem was due to compact charger component failure. After the component replacement, the laser system restarted to work correctly. We are unaware about pt injury.